Manufacturer narrative:
Statement with additional information noting programming changes were made should have been included in previous supplemental.

Event description:
New information received notes programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were scheduled to be made. The patient was stable.